Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed; clamp function testing was performed with no issues. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not level down the female connector to the transfer set. On an unknown date, the patient was hospitalized for peritonitis. Treatment details were not reported. Pd therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. On an unknown date, the patient was retrained on proper aseptic technique and was discharged from the hospital. No additional information is available.